Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of a retained kit of lot 29442ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Historical performance in the field using data from customers worldwide was evaluated. The median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Inhouse testing of a retained reagent kit of the likely cause lot determined all specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 29442ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results when compared other methods for a patient ((B)(6)) who is an athlete and had covid 19. The following data was provided: (B)(6) 2021 (B)(6) generated an architect stat high sensitive troponin-I result of 27 ng/l (cutoff <26 ng/l), the previous architect stat high sensitive troponin-I results were 31 ng/l ((B)(6) 2021), and 27 ng/l ((B)(6) 2021), pathfast result was 11 ng/l (cutoff <29 ng/l). Roche result was 4 ng/l (cutoff <14 ng/l) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.